Event description:
The customer reported a false negative reaction obtained with his ih-reader 24. The customer reported that the image quality captured by the instrument's camera was quite blurry. When reading results, it graded wells with visually noticeable reactions as negative. The customer also reported that he validates results visually regardless so none of the suspicious results were released. A field service engineer (fse) was sent on site and investigated the instrument. The fse found that the focus ring of the instrument's camera was loose and this creating low sharpness readings. The focus ring was adjusted to maximize sharpness and tightened with threadlocker glue. The camera lens and filter were cleaned. Camera calibration was performed using the service software after completion of adjustments. The customer ran qc tests, which passed without issues. After the intervention, the instrument was found to be working within manufacturer specifications and the instrument has been returned to the customer for use.

Manufacturer narrative:
This is our combined initial and final report on this incident.